Event description:
Filter has disintegrated and pieces have migrated to the ivc or rt atrium and l2-3 level. Pt has been followed to track movement and physician seeks guidance for treatment. Pt is already on heparin for dvt and p.e. History.